Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the applier was inserted into the patient's abdominal cavity through a trocar. When the surgeon opened the applier, the clip (which was locked in the closed position) got stuck longitudinally in the tip of the jaws. No injuries reported.